Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "air / water nozzle are clogged" was caused by a the foreign material was tissue that became stuck during the procedure. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿sif-h290s, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿sif-h290s, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the small intestinal videoscope experienced foreign material exited from the air and water nozzle. The issue occurred during a diagnostic post-endoscopic retrograde cholangiopancreatography procedure. There were no reports of delay. The procedure was completed using the same device. There were no reports of patient harm.